Event description:
It was reported that during an uncomplicated PICC insertion, when the injection caps were applied and PICC was flushed to check for blood return, pt experienced abdominal sensation of burning, nausea, sob. Pt vomited because they were very frightened, they were gasping for air, and there was facial flushing. Oxygen was applied and all symptoms were resolved 10-15 minutes later, however, the pt remained very scared.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the pt. A lot history review (lhr) of rexe1082 showed no other similar product complaint(s) from this lot number.